Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurses are saying this is the second time, the tubing has just come apart in the last two weeks, on two different occasions and patient.

Manufacturer narrative:
Other, other text: event date was updated from unknown to (B)(6) 2023 patient identifiers updated. The reported product fault occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Device evaluation: testing/inspection one photo was provided by the customer which was used to conduct the device analysis.. Results: the photo shows a cadd administration set where the distal end check valve connector is observed to be disconnected from the assembly. No damage or dysfunctional conditions can be seen on the tube or connector. The reported failure, damaged, is confirmed. Functional testing: no product has been received to conduct a functional test. Results: if the device arrives, ICU will reopen this complaint to include in the investigation the physical sample returned. Other analysis: no other analysis was performed. Mitigation: occurrence: per procedure production personnel turn tube back and forth for a minimum of two (2) seconds. Remove immediately after two (2) seconds with a maximum of 5 seconds in the solvent. Per procedure production join all components immediately after solvent application. Per procedure production personnel verify and fill the solvent container to the maximum level at the beginning of the shift, at least every 3 hours. Detection: production performs 100% visual inspection to assure that bond is free of leak paths. Production performs a leak and pull test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify the below criteria: for tube to tube bonds: bond engagement to be within 0.250" and 0.375". For tube to component bonds: verify tubing bonds are bottomed out or within 0.030" of component stops. Parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. The tests are properly performed. After reviewing the mitigations that are performed during the manufacturing process to detect damage in connectors, and analyzing the photo provided, the root cause could not be determined. No corrective actions are required because the mitigations on place were revised and are being executed as is determined by procedure. If the device is returned, ICU will reopen this complaint to include in the investigation the physical sample returned.